Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not yet complete.

Event description:
Device issue: link break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when plunger was pulled back a link break occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.